Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up. It was noted that the pacemaker was in backup. A device restoration was performed successfully. The patient would continue with regular follow-up.